Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d5, e3, g1 h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 30-oct-2021 to 30- oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the retractor band was damaged. A field service technician replaced retractor band and keyboard cover to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to release during a procedure. The customer was able to recover the drawer but after performing medication inventory and closing the drawer, it fails again. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the retractor band for drawer 2.1 was damaged and required to be replaced. Retractor band replaced to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to release during a procedure. The customer was able to recover the drawer but after performing medication inventory and closing the drawer, it fails again. There were no adverse events or injuries reported based on this event.